Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The screen calibration was performed and passed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen isn't working correctly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer attempted to performed calibration but touch still seems to be off and not working properly. The customer is requesting part number for replacement touchscreen. The rse provided the customer with parts ID for the touchscreen. The investigation is ongoing.